Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, - 15.50/+3.5/093 (sphere/cylinder/axis) in the patients right eye (od). The reporter indicated after 1 month post-op, the surgeon noticed raised intraocular pressure (iop), with open angle but shallow chamber. There was suspected steroid response, and the surgeon started antiglaucoma. After 2 weeks, there was no improvement to iop, so the surgeon performed laser pi. The iop shot up after 1 week to 32mmhg after laser pi. Started antiglaucoma, both topical and systemic. At present only topical antiglaucoma and iop is 22mmhg. The lens remains implanted.

Manufacturer narrative:
The reporter indicated the lens was implanted on (B)(6) 2018 and explanted on (B)(6) 2018 due to elevated intraocular pressure and angle closure. A yag was performed. The lens was exchanged for a shorter lens and the problem was resolved. The patients current condition was angle opened and anterior chamber well formed. The reporter indicated the cause of the event was unknown. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. Visual observation found the haptic torn. (B)(4).